Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hospitalized due to hyperglycemia. Customer¿s blood glucose level was 500 mg/dl. Unable to gather customer information due to customer was hospitalized. The insulin pump will not be returned for analysis.